Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/01/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Additional information: additional information received clarified that the initial reasoning for explantation of the lens, lens malfunction, meant that the patient needed a different power. Also, there was no incision enlargement or vitrectomy performed and the replacement lens was the same model, but different diopter of 21.5. Post-operatively, the patient is doing fine. It was also reported that the patient is a female with date of birth 12/10/1957 and the operative eye was the right eye (od). The surgeon's name was dr. Douglas grayson. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 08/01/2017 .device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular was explanted due to lens malfunction. No further information was provided.